Manufacturer narrative:
Device analysis report attached. This report is submitted on january 7, 2022.

Manufacturer narrative:
Per the clinic, the device was explanted (B)(6) 2021, and the patient was reimplanted with another cochlear device during the same surgery. The report has been submitted on september 22, 2021.

Manufacturer narrative:
This report is submitted on july 16, 2021.

Event description:
Per the clinic, a connection could not be established with the internal device. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report.